Event description:
It was reported that the patient was implanted on (B)(6) 2009 for parkinson¿s. The week prior to (B)(6) 2013 the patient had gone to the hospital for programming and was told the voltage was at 2.4v. It was suggested to the patient to be aware of the product battery situation. Additional information received reported it was unknown if further troubleshooting was done. It was noted that the patient had not clarified how they were doing or if they were receiving effective therapy. Additional information received reported that the patient was programmed on (B)(6) 2013 at the hospital. The patient was told that the voltage of the battery was 2.2v. The patient was in the hospital now for programming on the next monday (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery depletion was considered normal. It was unobtainable whether interventions had been taken or planned. The patient had stayed in the hospital for further action. Patient outcome was unknown. Additional information received reported that the patient had decided to have a replacement operation on (B)(6) 2013.

Event description:
Additional information received reported the patient was replaced with a new product on (B)(6) 2013.